Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing unexplained high blood glucose. The customer's blood glucose reached 560 mg/dl. Customer had treated their blood glucose with the insulin pump and by manual injections. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting did not find any issues with the insulin pump. Customer could also not complete troubleshooting as they did not have a tubing clamp. The customer also reported receiving lost sensor alerts, calibration error alerts, and an unexpected re-initialization alert from their sensor. Customer's blood glucose declined to 470 mg/dl at the end of the call. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.